Manufacturer narrative:
(B)(4).

Event description:
Rec'd information the pt was in the intensive care unit at the hospital on a ventilator. The physician reports the pt is "jolting" as if being shocked by a defibrillator. The manufacturer's rep will go to the hospital and turn off the device. Additional information has been requested and if rec'd, a f/u report will be sent.